Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. Customer stated that patient is currently at the doctor's office. Customer stated patient has been using injections to treat. Troubleshooting was done. Customer stated that patient had blood glucose of 358 mg/dl when she could not get insulin due to no delivery. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. Unable to perform functional testing due to unresponsive buttons. The motor passed motor test. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.